Event description:
It was reported that multiple, intermittent occlusion alarms were reported. Subsequently, the customer experienced a blood glucose (bg) level of 591 mg/dl, and a large ketone level identified as dangerous. Additionally, customer was using apidra for insulin delivery. The customer went to the emergency room and was subsequently hospitalized. Multiple follow-up attempts to perform further troubleshooting were made by tandem technical support however the customer did not respond.

Manufacturer narrative:
Per tandem user guide: do not use any other insulin with your system other than u-100 humalog or u-100 novolog. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.